Event description:
Information received from the field notes that the patient complained of low rates. Her rate was noted to be in the 30's. Attempts to interrogate were unsuccessful and there was no evidence of pacing.